Manufacturer narrative:
Additional information requested but not provided.

Event description:
It was reported that during implant the left ventricular (lv) lead was unable to be implanted. The physician elected to remove and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
The lead was returned due to unable to implant. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead was normal with no anomalies found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event of unable to implant was not confirmed. Visual inspection and electrical testing was normal and no anomalies were found.